Event description:
On 18 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Per case notes, the health care provider failed to remove the sensor on the initial attempt due to not being able to locate the sensor in the user's arm. However, the user had an appointment scheduled with a general surgeon and the surgeon was able to successfully remove the sensor on (B)(6) 2022. D6b. Explanted (B)(6) 2022.